Manufacturer narrative:
The evoke closed loop stimulator in-scope of this event was discarded. It was reported that the patient had good coverage in the targeted pain area but requested explanted due to paresthesia-related stimulation. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿uncomfortable changes in stimulation (over and/or under stimulation),¿ and that ¿the patient may require surgery (including revision, explant, and replacement) as a result of any of the above.¿

Event description:
Saluda representatives were notified that an explant of an evoke spinal cord stimulation (scs) system had taken place. The patient requested explant due to undesirable stimulation. The explant was reported to have been completed in (B)(6) 2023, with the exact date of explant unknown. (B)(6) 2023 is selected as an approximate event date.